Event description:
The patient reported por-power on reset, therapy has turned off and reset to shipping parameters. The patient had surgery to move the implant. The patient stated that the interstim was causing her pain "and electric shocks near their butt, since a month after they put it in it were in (B)(6) 2016". Patient stated that on friday ((B)(6) 2016) she went in to have the implant moved, as the doctor wanted to do this to stop the pain. The patient stated that the next day, on saturday ((B)(6) 2016) she started seeing a por screen. The patient was redirected pt to hcp to clear the code. Additional information reported about a week plus later that the pain and the por have been resolved. The steps taken too resolve the pain and the por was to re-positioning of the stimulator. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.